Event description:
Reporter stated needle was missing out of syringe after injection was administered to patient (reporter's husband). Reporter stated doctors are having a hard time locating the needle and the patient has to have surgery to remove needle. Patient is currently in pain and feeling uncomfortable. Patient can feel the needle in his left buttock.